Manufacturer narrative:
Results: the distal detachment tip (ddt) of this pusher is empty. Neither the coil proximal constraint nor the pull wire is visible in the ddt. The pet lock at the proximal end of the pusher is broken and the distal and proximal sections of the lock are separated by 2.5 cm. These findings are consistent with a properly deployed coil. There are several bends in the proximal section of the pusher assembly. The pusher assembly appears to have functioned correctly. Conclusion: the coil damage noted in the complaint could not be confirmed. The pusher pet lock and the ddt are in a normal post deployment state and, other than the bends in the proximal end the pusher assembly, appears to be undamaged. These bends are typical of post usage handling damage. No coil was returned for eval; therefore, no conclusions about the root cause of the issue can be identified based on the device. It is possible that when the physician was attempting to place the last coil into the aneurysm, the platinum coil became compacted on the sr wire because the aneurysm was too full to fit the coil. When the physician removed the coil and noted that it was "hanging on by a thin wire" he may have been seeing the exposed sr wire. This observation is not an indication of a device malfunction. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
The physician was performing a coiling of a 13 mm cavernous ica aneurysm with the penumbra coil 400 system. After successfully placing four coils, the fifth coil selected was determined to be too much volume for the remaining space within the aneurysm. The physician made several attempts to reposition the coil, but then ultimately decided to remove the coil completely. Upon inspection of the coil after it was removed from the pt, it was observed that the coil was "partially detached" from the pusher. The physician described that the coil was hanging on by a thin wire to the pusher. A smaller coil was advanced into the remaining portion of the aneurysm and deployed with success. The physician saved the product, but when a penumbra representative retrieved the product from the lab manager, the rep observed that no coil was present in the biohazard bag or attached to the catheter.